Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic ace insert was found with a broken curved blade. The broken piece, approximately 0.48" x 0.10" was not returned. Material was missing from the harmonic ace insert. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon was using the harmonic ace curved shears insert to dissociate the tissue. The surgeon then found the curved blade to be broken. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.